Event description:
It was reported by m.d. That marker was being used following a breast biopsy procedure. M.d. Noted resistance during marker deployment and again upon removal of the applicator from the biopsy device (mammatome). When the applicator was removed, m.d. Noted that the applicator tip was sheared off. M.d. Took digital images of the breast and noted that the wire marker was in the breast, but did not note the tip on the images. After applying suction and withdrawing the mammatome, m.d. Noted 2 pellets remaining in the mammatome sample notch, but not the tip. There were no pt adverse events.